Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. It was observed that the device did not fully infuse the piperacillin/tazobactam in sodium chloride 0.9%/citrate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: a1, a2-a6 (update to ni), e1: initial reporter e-mail. Additional information: d5: operator of device, e3: occupation, h4, h6 (update codes), h11. H4: the lot was manufactured march 18-19, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.